Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This report is being filed to correct the b: outcomes attrib to adv event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had two and a half years remaining last june this year. Additionally, this device was found to be in battery capacity depleted state. Patient is a pacer dependent and wanted to know how much time until it ran out. Boston scientific technical services (ts) discussed further that this device needs to be replaced as battery will gradually deplete. Moreover, during that checked device was in off electrocautery mode and health care professional (hcp) then stated that the mode switch was turn on to vvir several days after. Patient was in atrial fibrillation and atrial lead was on. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had two and a half years remaining last june this year. Additionally, this device was found to be in battery capacity depleted state. Patient is a pacer dependent and wanted to know how much time until it ran out. Boston scientific technical services (ts) discussed further that this device needs to be replaced as battery will gradually deplete. Moreover, during that checked device was in off electrocautery mode and health care professional (hcp) then stated that the mode switch was turn on to vvir several days after. Patient was in atrial fibrillation and atrial lead was on. This device was explanted. No additional adverse patient effects were reported.